Event description:
A nurse reported that the vitrectomy probe did not work correctly during an anterior vitrectomy procedure. It was noted that no error message displayed. The surgeon completed the case with a manual "old wedge method." There was no harm to the pt.

Manufacturer narrative:
The company sales representative visited the customer's site and reported that the instrument was correctly programmed. The issue reported was resolved after pressing the irrigation/aspiration button several times. The probe was discarded immediately after the procedure. There was no service performed on this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause is that under specific sequences/circumstances with the vitrectomy setup screen, the footswitch fluidics functionality can be disabled; including irrigation, vacuum, and aspiration during the anterior vitrectomy procedure (no other procedural steps are affected). An internal investigation has been opened to address this issue. (B)(4).